Event description:
The olympus representative reported the evis lusera colonovideoscope had a poor angle. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle had a foreign object due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle had a foreign object due to insufficient cleaning noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. There was a strange noise from the up/down knob. The bending section cover adhesive was missing. The bending section cover bond was cracked due to external factors. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. Water tightness was not maintained due to wear of the up/down knob and grip. Dirt that was difficult to remove was found on the objective lens due to handling (insufficient cleaning). The image had cloudiness. Shadows were visible in the image. Forceps flare was occurring. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The seal on the scope connector had peeled off. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.